Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implant, the device was interrogated and an error message was displayed. Technical support was contacted and suggested explanting and replacing the device. The physician elected to leave the confirm rx implanted and inactive, and implanted a new device to resolve the issue. The patient was in stable condition.